Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. Patient's father reported that the older receiver read up to 30 points lower and 50 points higher than the newer receiver compared to bg meter. At the time of contact, no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Correction to date received by manufacturer on initial report should be (B)(6) 2016.